Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): conductive segment f on the connector is missing; the post at location of segment f is slightly damaged; the fiber cap does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.

Event description:
It was reported that during a prostate procedure, a fiber connection error was observed with the first, second, third and fourth fiber. The laser was not utilized to complete the procedure. "Patients case was finished with turp." No injury to patient or user was reported. Additional information was not reported.